Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had false detection of a set loaded in load point 2 when no tube was loaded. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be a failing ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had false detection of a set loaded in load point 2 when no tube was loaded. No additional information is available.